Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) had confirmed that the issue had been related to the station being connected to the wrong internet port. The customer had corrected the connection, which had resolved the issue, and no further investigation had been required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower or-5 device not communicated. Customer tried to restart the machine, but device not responded. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.